Event description:
Customer reported receiving an error message and additional icons on his unlocked freestyle flash meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter is unlocked to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code 18. Meter is operable. Customers and retailers have been informed through the adc fa16may2006 letter.